Event description:
On (B)(6) 2011 the pump had a tube set. The health care provider (hcp) called the manufacturer's representative and said that the pump did not restart following magnetic resonance imaging (MRI).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Unknown catheter implanted:unk explanted:unk; physician programmer model#8840 serial#unknown. Recall number: z-0583-2009; z-0584-2009; z-0585-2009; z-0586-2009; z-0587-2009; z-0588-2009; z-0589-2009; z-0590-2009; z-0591-2009; z-0592-2009.

Event description:
It was reported that there was a confirmed motor stall noted in the event logs on (B)(6) when the MRI was done. The pump was not checked post-MRI. Per the caller the pump logs were read on (B)(6) 2012 and no motor stall recovery was noted in the logs. It was unknown if there was a therapy or medical issue. Additional information has been requested but was not available at the time of this report.